Event description:
It was reported that the patient was recently diagnosed with peripheral neuropathy. A neurologist requested that the patient have his pump medication increased, but the patient¿s doctor would not do so. After three years, the health care provider recommended the drug in the pump be changed as the patient reported not having as good of pain relief. Now the patient had painful neuropathy in his feet. This started in around 2008 and had gotten worse over time. It was later reported that between 2004 and 2010 the patient was suffering from peripheral neuropathy without any medical tests. "8 or 9 years in" the patient demanded an electromyography test be performed. It was noted that the health care provider "was off." The patient was suffering from pain for 10 years in pain that he cannot describe. The patient's pain was so bad he had to remove the guns in his home. It was reported that in 2008 the patient had dilaudid, bupivacaine, baclofen, and clonidine in the pump. Follow up was conducted to request information regarding medication, cause of the event, interventions taken, and outcome.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)